Event description:
It is reported that the pt fell causing the head to dislocate from the constrained liner. It is unk if the pt has been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.